Event description:
An aneurx stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology at time of implant is unknown. Pt's vessel morphology was reported to have disease progression resulting in expansion of the aortic neck. It was reported that the pt had copd, cancer and was in very poor health prior to the rupturing of the aneurysm. It was reported the pt had presented emergently approx 36 months post stent graft implant with severe back and abdominal pain. The CT demonstrated that the stent graft had migrated due to a type I endoleak resulting in the rupturing of the aneurysm. The migration of the stent graft was due to disease progression. The previous films revealed that the stent graft had been slightly migrating, however, there was no endoleak present. The physician elected to implant three aortic cuffs, two medtronic and one from another MFR. It was reported that due to the pt's loss of blood, the pt expired later that night or early the next morning.